Event description:
It was reported that an ilet pump became completely unresponsive, with both the sleep/wake button and screen nonfunctional and the display not waking when connected to a working charger, and standard troubleshooting and reset steps did not restore function. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included replacement of the device and user education on backup therapy, data syncing to the mobile app, and device shutdown, with the user advised that the replacement would not retain prior therapy data and that water resistance would no longer be assured. Investigation included remote technical assessment and verification of power and charging sources. Investigation of this device was confirmed and revealed a nonfunctional user interface and power/display response failure consistent with a device malfunction of the pump hardware and its user interface components. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of unknown origin.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."